Event description:
Atrial high rate episodes detected, most recent on (B)(6) 2020. Double counting over sensing possible intermittently." Lead manufactured by biotronik. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).